Manufacturer narrative:
Report source: (B)(4).

Event description:
Information was received indicating that a smiths medical level 1® equator® convective warming device burned a patient. There were no further adverse effects reported.

Manufacturer narrative:
One level 1® equator® convective warming device was returned for analysis in fair condition. The customer's reported problem was "two babies were burned by the product". During power on sequence, right after display segments lit, device shut off. Trouble shooting found fuse f4 had blown. It was also noted that the sw1 switch was not configured correctly for operation. Device will not operate with configuration found. All four switches need to be in norm position. Sw1 was set to norm. After start up issue was solved, set device temperature to 36 degrees and let dut run for a 3 hour period. All set temperatures were found to be within specification. Performed 75% and 100% occlusion tests. Device passed both tests. Over temperature alarms all passed. Could not confirm reported problem. The secondary issue (powering on) was repaired.